Event description:
This rv lead was implanted on (B)(6) 2016, and remains implanted as of this time. A call was placed to technical services on 04/28/2017, stating that it has an r-wave amplitude trend showing 0.1 mv-17 mv. Measurement via home monitoring system. Hcf as per trac lookup is (B)(6). The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).